Event description:
1986: subcutaneous mastectomy. Autmentation mammoplasty bilateral. On 1994: recently pt has had breast pain. The last 5 years pain had only been in left breast. On 6/7/94: removal bilateral breast implants.